Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis coincident with dianeal pd2 therapies. On (B)(6) 2012, the patient began dianeal pd2 therapies (doses, and frequencies not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported whether the dianeal therapies were ongoing. On an unreported date, during a call with baxter (B)(4) technical service center, the following was reported. On an unreported date, the patient experienced break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy drain and abdominal pain. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was treated with vancomycin 500mg. The patient went to (B)(6) and tried to do retraining. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event was related to a breach in aseptic technique and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.